Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 6atm, 8atm and 10atm accordingly within several seconds each. However, at third inflation, it was noted that the balloon ruptured in a pinhole form. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.